Event description:
It was reported that the docking station located in a utility room, leaked water and caused drywall damage to the floor below. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service rep was sent to the user facility to evaluate the device, and the investigation is pending. A follow up report will be submitted if the investigation results require.